Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6)-year-old male patient, the device failed to discharge. Complainant indicated the clinician switched to paddles to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Investigation: the customer indicated no product will be returning, the electrodes were scrapped onsite.

Event description:
Complainant alleged that while attempting to treat a 54-year-old male patient, the device failed to cardiovert the patient. Complaintant indicated the clinician switched to paddles to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.